Event description:
This is a spontaneous case report received from a physician in united states on 26-oct-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2015 for permanent contraception. She was not pregnant. Three weeks prior to this report she started experiencing pain. Essure was not removed at the time of this report; however the physician plans to remove. Ptc investigation result was received on 12-nov-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted six months previous to this report and her physician is planning essure removal due to pain which she has been experiencing for 3 weeks. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. As pelvic pain may occur during essure use and given the temporal relationship, causality with suspect insert cannot be excluded and since an intervention will be required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow 04-dec-2015: follow-up attempts were done with no response to date. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted six months previous to this report and her physician is planning essure removal due to pain which she has been experiencing for 3 weeks. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. As pelvic pain may occur during essure use and given the temporal relationship, causality with suspect insert cannot be excluded and since an intervention will be required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information was obtained.